Event description:
It was reported that foreign matter was found before use with a bd lever lock cannula. The following information was provided by the initial reporter, "per email: one of the nurses approached me with a bd level lock cannula. (On the division, the nurses refer to it as a "yellow alligator clamp/clip.") - ,I got a good look at it and I was appalled and concerned . I immediately looked at the lot number on the item in question and started pulling them from our med rooms that share the same lot number. Since I pulled all of the yellow clamps with the lot number in question, it left us with very few on our floor. At that point, I decided to order 2 boxes for the floor before I left for the night. (~2:30am) shortly after I had left the building, a gentlemen from the general stores called and said he only has boxes of the same contaminated lot available downstairs for the distribution. A nurse informed him that they are not interested in having that lot number for that item on our floor at this time until further notice. I really wanted to get this information out to everyone especially since I have no idea what is going on with that clamp and the lot in general- mold? Blood?-obviously the clamp is contaminated. Also, from what I could tell the packaging was fully intact. It was not opened. The one that was found is currently on a desk in a bio hazard bag."

Manufacturer narrative:
Investigation: four photos of an interlink cannula in a fully sealed blister pack confirmed to be from batch 8001589 (p/n 303370) were received and evaluated. It was observed there was reddish embedded foreign matter particles throughout the interlink but mostly on one of the wings. They appeared to be burnt plastic with some particles larger than level 3 in size, which were rejectable per product specification. The mold number could not be determined from the photos. The embedded fm is most likely degraded plastic and appears red due to the yellow dye in the resin. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd lever lock cannula. The following information was provided by the initial reporter, "per email: one of the nurses approached me with a bd level lock cannula. (On the division, the nurses refer to it as a "yellow alligator clamp/clip.") - ,I got a good look at it and I was appalled and concerned . I immediately looked at the lot number on the item in question and started pulling them from our med rooms that share the same lot number. Since I pulled all of the yellow clamps with the lot number in question, it left us with very few on our floor. At that point, I decided to order 2 boxes for the floor before I left for the night. (~2:30am). Shortly after I had left the building, a gentlemen from the general stores called and said he only has boxes of the same contaminated lot available downstairs for the distribution. A nurse informed him that they are not interested in having that lot number for that item on our floor at this time until further notice. I really wanted to get this information out to everyone especially since I have no idea what is going on with that clamp and the lot in general- mold? Blood?-obviously the clamp is contaminated. Also, from what I could tell the packaging was fully intact. It was not opened. The one that was found is currently on a desk in a bio hazard bag."